Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical resection of lung cancer, the device could not be fired. Replaced with another device to complete the case. There was no patient injury.